Event description:
Discovered patient situated between the mattress and side rail. Patient was nonresponsive. CPR initiated and 911 called. 911 is an in-house code to overhead page for the emergency cardiac assistance team.